Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. A check of the diagnostics showed chiller temperature (t4) was at 4c, but outlet control temperature (t2) was at 22c with mixing pump command (mpc) was at 100 percentage. Per wo notes, they discussed this was indicative of a mixing pump failure and requested a quote for the 2k hour service and loaner. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) was at 4c, but outlet control temperature (t2) was at 22c with mixing pump command (mpc) was at 100 percentage. Per wo notes, they discussed this was indicative of a mixing pump failure and requested a quote for the 2k hour service and loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) was at 4c, but outlet control temperature (t2) was at 22c with mixing pump command (mpc) was at 100 percentage. Per wo notes, they discussed this was indicative of a mixing pump failure and requested a quote for the 2k hour service and loaner.